Event description:
Per medwatch mw5106830: spontaneous: patient getting no disposable clamp tubing on their legacy pump. They switched to their backup pump and still received the same error. Patient looked at the tubing and they thought there may be a kink. They tried to fix the kink, but was unable to. Instructed patient to make a new cassette. Patient was having difficulty using the spikes. Contacted nursing to assist them with making a new cassette. Per nursing, she was able to help patient with new mix and pump is running fine now. The cassette was bad. Patient is holding onto the cassette. They do not have the packaging the cassette came in. So they could not provide the lot number of the cassette. No other information known. Prescriber was not notified. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No is the actual cassette available for investigation? Yes. Did we replace the cassette? No. Patient had additional cassettes. Did the patients have additional cassettes they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes is the infusion life-sustaining? Yes what is the outcome of the event? Pt switched to different cassette. The pump is running fine now. Reported by pt/caregiver.